Manufacturer narrative:
The insulin pump was received with blank display however, after checking the connector, disassemble and reassemble and monitored, the problem is isolated to the electronic assembly. The insulin pump had cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer's blood glucose level was 243mg/dl. The customer states having had recently replaced the battery cap. Troubleshooting was conducted, and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.